Manufacturer narrative:
(B)(4) date sent: 02/04/2021 d4: batch # u5d12x device analysis: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and the tyvek was returned along with the device. Further analysis showed that packaging contained a psee60a device and inside in it a psee45a device. It should be noted that product failure is multifactorial. This defect has been correlated to the manufacturing process. A manufacturing record evaluation was performed for the finished device batch/lot number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, when opening a 60 mm powered stapler package, the nurse found a 45 mm stapler despite the coverage showing a 60 mm on it. They changed the stapler and the sleeve procedure continued without any complications for the patient. There was no patient consequence.